Event description:
It was reported that during an unknown procedure, the sterile package was not sealed before using. (Plastic shell and tyvek were not sealed). There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2022. D4: batch # 206a68. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one cdh29a device was returned without apparent damage. In addition, the tyvek was returned along with the device. Tyvek was visually inspected, and no damage was observed. Also, the seal area was noted to be completed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was observed on the tyvek and the blister was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.